Event description:
It was reported that the rv lead was capped due to oversensing. No patient complications were reported as a result of this event. Further information provided indicates that in the operating room they were unable to pass a wire through the pin of the rv lead.

Manufacturer narrative:
Other : it was reported that the rv lead was capped due to oversensing. No patient complications were reported as a result of this event. Further information provided indicates that in the operating room they were unable to pass a wire through the pin of the rv lead. No conclusion can be drawn. Oversensing.